Event description:
As reported by the user facility: reports new power cord (B)(4) was in first use on pump. Constant alarm on pump. Cord was plugged into wall and connected to the pump. Pump was in use on patient. Sparked at power supply on back of pump. No injury.

Manufacturer narrative:
(B)(4). The actual device was received for evaluation and upon visual inspection, evidence of fluid damage on the p2 connector was noted. The pump was functionally tested and the delivery accuracy and power connection/charging were functional; the .hi based connection was not functional. The motherboard was replaced as a correction due to the fluid damage. It should be noted that the instructions for use (IFU) for the power supply indicate that the power supply is to be protected from moisture and there are warning indications on the product. In addition, the IFU for the space product line states to check the device prior to start up for possible damage and to not spray disinfectants at the a/c power connection.